Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdrf impact code f2301 captures the use of forceps to remove the broken guide catheter. Imdrf patient code e2008 captures the inability to remove the introducer from the stent.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was implanted to treat a biliary stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the black introducer detached from the delivery system and remained within the stent. They attempted to remove introducer with forceps, but the introducer would not exit the duct without taking the stent. The decision was made to leave the introducer within the stent. There were no patient complications reported as a result of this event.